Event description:
Healthcare professional reported during injection to the nasolabial fold and cheek with juvederm voluma xc patient experienced "pain and discoloration in the area." Physician reports they "may have injected cannula into a blood vessel." Patient was immediately hylased. It is not indicated if symptoms have resolved or are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, discoloration, and injected cannula into a blood vessel are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.